Event description:
It was reported that the customer was hospitalized for high blood glucose of 512mg/dl. It was stated that the customer was experiencing high glucose for the past three days. It was stated that the customer's most recent glucose reading was 122mg/dl. Troubleshooting was performed. It was stated that the last infusion set change was on (B)(6) 2011. The programming, time, and date on the infusion pump were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.